Manufacturer narrative:
Additional information was received indicating the unit not operating at correct parameters was discovered during the preventive maintenance. Based on this information, it has been concluded that this is not a reportable event. During preventive maintenance, the customer stated the unit was not operating at correct parameters. The field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced blower and gds assembly to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported.

Event description:
It was reported to philips by a customer that the unit was not operating at correct parameters and needs blower ordered and replaced. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported.